Event description:
It was reported that the patient had had her stimulator 'done' three times since 2006. The patient's second device was removed because it was thought she had an infection. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).